Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother wanted to know how many units were left in the pump. Customer's mother stated that the pump is not alarming and saying there is a low reservoir. Customer's mother stated that it appears there are 20 units left. Customer's mother was advised to change the reservoir once they receive the low reservoir alert. Customer's mother thought 20 units was enough to get her son through the rest of the day at school. Customer stated that when the pump alarms, it shows dashes in the status for the amount of insulin. Customer's mother stated that she is reverting to a different pump. No further assistance needed.